Event description:
On initial contact, dentist reported device overheating and burned patient. When contacted, office advised burned patient cheek, but could not look up case to provide any additional information without patient's name.